Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell on the pump, and the touch screen became shattered and unresponsive. Reportedly, the customer experienced an elevated blood glucose (bg) of 570 mg/dl and high ketones. Healthcare provider identified the ketone level as dangerous. The customer administered a manual injection to treat the high bg. The customer reverted to an alternate method of insulin therapy.